Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5.0x40mm armada 35 balloon dilatation catheter (bdc) was attempted to treat three parts of an unspecified lesion. The first part of the lesion the balloon was inflated three times to 8, 16 and 22 atmospheres; however, for the other sections of the lesion the balloon would not inflate and leakage was noted via angiography. Another armada was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 2017 removed